Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
A distributor of infutronix reported a complaint on behalf of a patient: "the patient was getting up when the tubing hooked on something as the tubing broke off at the IV bag and broke the plastic connector while receiving therapy." Event occured durig infusion. Medication being infused was unknown. No patient injury. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.